Manufacturer narrative:
MDR 8021545-2026-10231 / initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient faced tape not sticking due to excessive perspiration event on (B)(6) 2026.